Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2018. Discrepancy noted in date(s) of removal: (B)(6) 2018, (B)(6) 2020. As per pif- master device removal date: (B)(6) 2018. More than one essure related surgery- yes. Date of other essure related surgery (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: pif received: previously reported event "injury" updated to "medical device removal". Case became serious incident. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included anxiety and depression. Concurrent conditions included cyst of ovary, dyspareunia, bladder dysfunction, pelvic pain female and endometriosis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2018. Discrepancy noted in date(s) of removal: (B)(6) 2018, (B)(6) 2020. As per pif- master device removal date: (B)(6) 2018. More than one essure related surgery- yes. Date of other essure related surgery- (B)(6) 2020 after placement of the coil on the patient's left cornua, there were 3 loops of coil visible. On the right, 1 loop of. Coil was visible following insertion. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received. Event medical device removal was replaced with event "pelvic pain". New reporters, plaintiffs information were added. Concomitant conditions and past medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.